Event description:
The filter was placed upside down in the storage, and the imaging data during the surgery showed. There was no patient injury.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. One used sample was returned to argon from the customer. A visual inspection was performed on the returned product. The visual inspection established that the nose of filter is opposite of femoral arrow. The complaint is confirmed. An internal investigation was initiated to document the identified root causes and to implement the corresponding corrective actions within the manufacturing process. Review of the device history record confirmed that the affected device was manufactured prior to completion of the CAPA actions. Because the corrective actions were implemented after this device¿s manufacture date, the conditions associated with this complaint are expected to be resolved for all subsequently produced units. Additional information provided in d.9., h.3., h.6. And h.11.